Event description:
Customer reported not being able to test her blood glucose because the meter does not turn on upon test strip insertion. Customer reported one episode of falling out of her chair and loss of consciousness afterward. Paramedics were called and treated customer with sugar water.

Manufacturer narrative:
The strips lot #635233 were returned instead of #0616204 that were reported initially. The port2 issue complaint was confirmed, meter powered on with button depression but not with insertion of strips.